Manufacturer narrative:
The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected failed battery test alarms noted. The operating currents were in specifications. The insulin pump was received with severely stripped battery cap coin slot, minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer had a failed battery test alarm on the insulin pump. Customer's mother might have overtightened the battery cap and the caller cannot open it now. Caller stated that is seems like the cap is stripped where you put the quarter in it and it keeps crumbling. Caller stated that they cannot remove the battery cap and the pump is dead. Troubleshooting cannot be continued. Customer's blood glucose was 442 mg/dl since he was not getting any insulin. Customer had a failed battery test alarm since they had inserted a used battery in the pump. Customer was given a shot of insulin and lantus to treat. It was explained that the insulin pump will need to be replaced. Caller stated that he thinks his son had mixed up a used battery with the new batteries in the pump since he likes to play with batteries.